Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was attempted at implant. During the procedure, it was reported that the lead required more than 100 turns to extend the helix. Once connected to the pacing system analyzer (psa) a high out of range pace impedance measurement was observed along with noise. Another manufacturer's lead was then successfully implanted.